Manufacturer narrative:
B3: event date is month and year valid. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient had surgery on their hip last week and the patient could not get the stimulator to work right since the surgery. Patient representative said the patient was going to the bathroom a lot and had a very urgent urge to go as soon as they stood up. Patient said they had made adjustments to the therapy 2 times, but the therapy was still not helping the patient. During the call, the patient representative changed the program and adjusted the stimulation to a comfortable level. Agent suggested the patient stay on the current program for about 2 weeks and then increase the stimulation as needed.